Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat#:626-00-42e ; lot#:51601704; primary tritanium hemi cluster hole cup 54mm; cat#:502-03-54e; lot#: d160p7; 6.5 cancellous bone screw 16mm; cat#:2030-6516-1; lot#: mmmmkj; 6.5 cancellous bone screw 16mm; cat#:2030-6516-1; lot#: mnamth; 6.5 cancellous bone screw 30mm; cat#:2030-6516-1; lot#:348jtn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2016 the patient underwent revision surgery with a stryker dual mobility cup to improve her stability. The femoral components are zimmer. From the information provided the patient has not been revised but "suffers from unrelenting pain."

Manufacturer narrative:
An event regarding pain involving a adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2016 the patient underwent revision surgery with a stryker dual mobility cup to improve her stability. The femoral components are zimmer. From the information provided the patient has not been revised but "suffers from unrelenting pain".